Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by pain, cloudy effluent and a fever of 38 degrees celsius. The following day, the patient was hospitalized for the peritonitis event. The cause of peritonitis event was unknown. On an unreported date, the patient was treated with cefazolin and amikacin (2 mg/kg, frequency, duration and routes not reported) for peritonitis. The patient was discharged from the hospital three days after admission. At the time of this report, the patient was recovered from the peritonitis event. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).